Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient was lying in bed, she lifted her leg up, and then she felt a painful cramp in the vaginal region and felt stimulation too strong. Stimulation was painful and she was on 2.5 volts. She turned stimulation down to 1.9 volts, it felt comfortable, and the pain went away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.